Event description:
Consumer complaint of high blood results. Customer is comparing results with another meter. Meter coded correctly, strips within expiration date (09/26/2015). Customer declined back to back blood test she states she is not fasting. Husband states customer is feeling fine. Customer doesn't need medical attention. Husband states that her normal range is 140 mg/dl - 160 mg/dl fasting. Customer opened the container of test strips 3 days ago and stores the strips the living room. Last 5 results are: 447 mg/dl on (B)(6) 2015 at 9:12 pm; 434 mg/dl on (B)(6) 2015 at 11:54 am; "hi" on (B)(6) 2015 at 9:38 pm; 251 mg/dl on (B)(6) 2014 at 12:26 am; 297 mg/dl on (B)(6) 2014 at 2:33 pm; 315 mg/dl on (B)(6) 2014 at 1:03 am. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had a high glucose value.